Event description:
Vns pt was experiencing an increase in seizure activity. With the vns therapy, the pt previously experienced approximately 2 seizures per day. Seizure frequency has recently increased to as many as 20 seizures per day with the vns therapy. Investigation has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency because the treating physician recently inherited the pt from another physician. Device diagnostic testing revealed that the elective replacement indicator was no, indicating that the generator battery had not reached end of life. There had been no medication or device parameter adjustments during the six month period that the new physician had seening the pt.